Manufacturer narrative:
Product analysis: no product specimen has been returned. Conclusion: multiple attempts to request additional information and product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant procedure of this mitral annuloplasty ring, the device was explanted and replaced. The reason for the replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicate that there are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.